Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Per visual inspection: no physical damage to cartridge holder or inpen front shell was noted. Dose injection button was broken off and electronic components inside are broken. Dog chew marks were also noted around dose knob. Unit failed to pair successfully to commercial app and manufacturing app. Inpen received with leadscrew 1/4 of the travel. Injection button was broken off. Electronic components are exposed and pcba was found physical damaged making it difficult to conduct pairing or testing of the unit. Inpen passed front cap investigation. In conclusion: no cap anomaly was noted. The customer concern of cap no longer staying attached could not be confirmed. It was determined the cause of inpen not pairing was physically damage of electronic components. Destroyed electronic components will prevent inpen pairing with mobile apps. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cap anomaly. The customer reported no adverse event. The event involved product(s) mmt-105elblna. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-105elblna was requested and customer response was the device will be returned.